Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs was performed on (B)(6) 2022 for a procedure on (B)(6) 2022 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted total colectomy procedure, the patient had to go back to the operating room due to bleeding from the omentum. Initially, the surgeon used the da vinci surgical system to clean the blood. However, the surgeon converted the case to open surgery in order to control bleeding. The cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted total colectomy procedure, the patient had to go back to the operating room due to bleeding from the omentum. Initially, the surgeon attempted to clean the blood using the da vinci surgical system. However, the surgeon elected to convert the case to open surgery in order to control the bleeding and a small incision was made. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.